Event description:
At about 8 years and 5 months after primary, the patient has been revised because of stem loosening. Stem, ball head and liner revised successfully.

Manufacturer narrative:
Batch review performed on 30-jan-2025: (B)(4) items manufactured and released on 18-sep-2015. Expiration date: 08-sep-2020. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department. A revision surgery was performed approximately nine years after the primary total hip arthroplasty due to stem loosening. The available x-ray image is of poor quality; however, radiolucencies appear to be present at the middle-proximal stem level, along with cortical thickening distally, possibly as a response to proximal loosening. Aseptic loosening is a known complication of primary cementless hip arthroplasties, with causes often remaining unclear. In this case, the exact reason for failure cannot be definitively determined. Preliminary investigation performed by r&d department. From the images attached to the complaint the following explanted implants are visible: stem: in the images the proximal half of the explanted stem is visible, the stem is covered with patient blood. Looking at the stem body an opaque white film is visible on approximately half of the stem length. It is not possible to identify if this film is ha or bone residual, or a combined effect. Absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. A lot of signs of damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Liner and femoral head: in the images the explanted liner and femoral head are visible. Some signs of minor damage and scratches are present and the liner is connected with a screw, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported.